Manufacturer narrative:
Device code a050502 captures the reportable event of device misfired.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2023, for the treatment of pelvic organ prolapse. During the procedure, it was reported that the carrier extended without actuating the device. The procedure was completed with another capio slim device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of device misfired.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2023, for the treatment of pelvic organ prolapse. During the procedure, it was reported that the carrier extended without actuating the device. Additionally, the suture dart was not caught in the cage. The procedure was completed with another capio slim device. There were no reported patient complications as a result of this event.